Event description:
It was reported that during the power up, the ventilator experienced an audible sram alarm, and would not completely power up while connected to the patient. No reported harm to the patient.